Event description:
During a percutaneous transluminal angioplasty to the left iliac artery, it was reported that a powerflex pro was delivered and inflated at the lesion, however, the balloon ruptured at 10atm during its initial-dilation. Therefore, it was removed from the patient intact and another new balloon (different size) was used. The procedure finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There were no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. It is unknown if the same indeflator was used successfully with other devices. The lesion was crossed by a guidewire (radifocus, terumo). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was heavily calcified. The rate of stenosis was 99%. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Concomitant medical products: guidewire (radifocus, terumo). (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusions: during a percutaneous transluminal angioplasty to the left iliac artery, it was reported that a powerflex pro was delivered and inflated at the lesion, however, the balloon ruptured at 10atm (ten atmospheres) during its initial-dilation. Therefore, it was removed from the patient intact and another new balloon (different size) was used. The procedure finished successfully and there was no patient injury reported. There was no difficulty removing the product from the hoop or difficulties removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The unknown contrast to saline ratio was 50:50. It is unknown if the same indeflator was used successfully with other devices. The lesion was crossed by a guidewire. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was heavily calcified. The rate of stenosis was 99%. The product was not returned for analysis. A device history record (DHR) review of lot 17085870 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a r ate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.